Manufacturer narrative:
X-ray review: post-op x-ray are provided from l5-s1 posterior spinal fusion. The l5 set screws are out of the screw heads on both sides. On these magnified views it can not be determined what degree of deformity exists. We also can not determine what degree of correction occurred as no pre-op imaging is available. Root cause: indeterminate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a surgery at l5-s1 due to degenerative disc disease on (B)(6) 2016. Post-op, loosening of hardware was observed. Patient underwent revision surgery due to this.